Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted from 11.5 years to 6 years longevity from the time of the previous follow up. Premature battery depletion was suspected based on the data analyzed. This device has been explanted and is no longer in service. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.